Event description:
The doctor reports that the ablation catheter was used for 19 ablations when the catheter stopped working. The catheter was removed and replaced with a new device. The patient was not harmed.====================== manufacturer response for ablation catheter, blazer ii======================there has been no response yet (of which we are aware).